Event description:
Info rec'd on 8/28/97 indicates a hydroflex device was removed from a pt, date and reason not indicated. Unable to obtain add'l info.

Manufacturer narrative:
Cylinders had a wear leak.